Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was detached from the pusher assembly with the proximal constraint sphere inside the distal detachment tip (ddt). The embolization coil was not returned for evaluation. Conclusions: evaluation of the first ruby coil revealed the embolization coil was detached from the pusher assembly with the proximal constraint sphere inside the ddt. This damage typically occurs due to fracture of the stretch resistant (sr) wire. If the ruby coil is forcefully retracted against resistance, the sr wire may fracture, which would lead to the embolization coil becoming detached. The embolization coil of the first ruby coil was not returned for evaluation. Evaluation of the second ruby coil revealed the pusher assembly was kinked. This damage likely occurred due to forceful manipulation of the ruby coil during use. The kink likely contributed to the difficulty advancing the ruby coil experienced by the physician. The microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00661.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was repositioning a ruby coil in the aneurysm, it unintentionally detached in the aneurysm. There was no need to retrieve the coil because it had detached adequately in the target vessel. The physician then attempted to advance a second ruby coil through the px slim delivery microcatheter (px slim); however, the ruby coil was unable to advance out of its introducer sheath and was removed. The physician did not experience any resistance with this second ruby coil. The procedure continued with a new ruby coil and the same px slim. There was no report of an adverse effect to the patient.